Manufacturer narrative:
Patient identifier was not provided. Date of death has not been disclosed by the facility. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was air in the arterial line that was delivered to the patient during a procedure involving the sorin s5 system. The facility is still in the process of determining if the air was introduced before or after the oxygenator. The patient died as a result of the injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative performed a pump readout and all functional checks with an emphasis on the bubble and arterial pump functions and was unable to identify any issues with the system. The system was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin rep.

Event description:
Sorin group (B)(4) received a report that there was air in the arterial line that was delivered to the patient during a procedure involving the sorin s5 system. The facility is still in the process of determining if the air was introduced before or after the oxygenator. The patient died as a result of the injury.

Manufacturer narrative:
(B)(6). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was air in the arterial line that was delivered to the patient during a procedure involving the sorin s5 system. The facility is still in the process of determining if the air was introduced before or after the oxygenator. The patient died as a result of the injury. On (B)(4) 2016, sorin group received a user medwatch report (mw5060251) related to this case. The user report stated that the air was pumped into the line shortly after initiation of coronary bypass. The lines were disconnected, de-aired and reconnected. The patient was stable for the remainder of the case. The patient expired after being transported to surgical ICU following the procedure. The facility is still investigating the event to determine the root cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is still on-going. A follow-up report will be sent when the investigation is complete.